Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information received reports that the patient's ipg was explanted and replaced.